Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for investigation. A visual inspection revealed the device to be in good physical condition. Analysis of the event history log confirmed the reported error had occurred. A mechanical evaluation confirmed a problem with the downstream occlusion sensor. A root cause for the faulty sensor could not be determined.

Event description:
It was reported that a cadd®-solis vip ambulatory infusion pump experienced a downstream occlusion alarm. No injury was reported.